Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the forceps elevator and foreign objects in the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: d5 - corrected from olympus employee to olympus. G2: other and india have been inadvertently selected on initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the foreign material that remained in the device could not be identified. No physical damage was found at the location. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.